Event description:
The device defibrillator was charged and delivered energy to the pt through the therapy cable. Reportedly, the device inappropriately displayed "paddles lead off' and the defibrillator could not be charged as a result. Various but unspecified actions were taken by the crew which resolved the failure, and defibrillator energy was delivered to the pt four additional times without further incident. The pt was resuscitated.